Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Pump passed the self test and displacement test. Pump error 63 alarm, variable 3, was confirmed in the formatted history file due to a cold solder joint found on the ambient light sensor(u1). The audio tone/vibrate feature on the pump functioned properly during testing.

Event description:
Information received by medtronic indicated that the insulin pump had a hardware low level failures. The customer stated they were able to clear the alarm and were able to complete the rewind process. Customer stated they passed self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.